Event description:
It was reported that (1) device was used during a sub-total gastrectomy. It was reported by the affiliate that the tlc75 instrument safety lock broke. Another instrument was used to complete the case. There was no consequence to the pt.